Event description:
It was reported that this valve was explanted due to severe calcification. No further information was provided.

Manufacturer narrative:
Examination of the returned valve confirmed the presence of extensive intrinisc and extrinsic calcification on the aortic walls and bellies of all leaflets. Minimal to moderate intrinsic calcification was also found on the free margins of the cusp 1 and the cusp 2 leaflets. Tissue disruptions were noted on the bellies of each leaflet. This calcification may have led to stenosis, incomplete coaptation, and leaflet disruptions. The cusp 1 leaflet was dropped by 1 mm relative to the cusp 2 and te cusp 3 leaflets.